Event description:
It was reported that the customer experienced high blood glucose levels due to a faulty insertion site. The blood glucose reading was 430 mg/dl. The caller stated that she changed the customer's insertion site, and the blood glucose reading was 450 mg/dl. She stated that the customer was treated with a bolus and that the insulin pump did not want to give more insulin of the active insulin time from the previous bolus which had failed. Advised the customer that, if she believed she needed more insulin, she could perform a manual bolus. The caller declined troubleshooting and stated that the most recent blood glucose reading of 540 mg/dl was treated with a bolus. No further assistance necessary, and nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.